Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
Device malfunction: shaft found carved. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy after an interventional procedure. During the sheath splitting step, performed by pushing the thumb advancer, strong resistance was felt, making it impossible to complete the advancement. The physician pushed the safety release button and retracted the device out of the tissue tract. Hemostasis was achieved by manual compression. The nylon shaft was found carved about 3 cm from the alignment notch. The puncture site is above the bifurcation with no calcification and the vessel size >5 mm. There were no reported adverse patient sequelae. Though requested, no additional information was available.